Event description:
The balloon was inserted under fluoroscopy without difficulty. 12.5 hrs after initiation blood was discovered in the extracorporal tubing indicative of a leak. The balloon was discontinued shortly afterwards without complication. The balloon was sent to MFR for further investigation.